Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic a year after receiving an alert for elective replacement, the device went into backup vvi mode during a sensing test. The patient reported symptoms of feeling funny. The physician elected to replace the device and the patient was stable following.